Manufacturer narrative:
(B)(4). The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the elbow and base had a temperature reading of 115 degrees which exceeds the operational specification (103 degrees). It was determined that the bearings and gears were corroded, causing the device to exceed the operational temperature specification. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to worn out bearings and gears from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device was overheating. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.